Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. The customer's exact blood glucose was unknown. The customer explained that she had bent cannulas from her infusion sets. The customer had since discontinued use of the insulin pump for three months. The customer explained another incident in which she delivered a bolus, but her high blood glucose was not lowering. The customer removed the infusion set but saw that the cannula was not bent. The customer then treated her high blood glucose with a manual injection. The customer did not return the product for analysis.